Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when a sphincterotomy was attempted, there was insufficient electrical conductivity to perform the cut. The cut wire on the tome charred instead of cut the tissue. No visible damage was noted to the device. The procedure was completed with an olympus clevercut tome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.